Event description:
It was reported by the patient that she underwent a sling procedure on an unknown date. The patient reported that she has had 26 surgeries prior to the placement of the device. She stated that she has lost a portion of her bowel and artery due to different meshes. The patient stated that her bladder empties on its own. The patient reported that her spouse can feel something during intercourse. She experienced intermittent bleeding. The patient has been seen by her gynecologist and has been referred to a urologist, whom she will be seeing in a couple of weeks. The patient reported that immediately after the mesh was placed, she experienced a wound dehiscense.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.